Event description:
A healthcare provider (hcp) reported that since a patient had rf ablation surgery on their spine from l3-l5, on (B)(6) 2016, and then again on (B)(6) 2016 they have had a vibrating pain from their back to their groin. The patient turned therapy off and the pain continues. On (B)(6) 2016 the patient requested compatibility guidelines for an ultrasound and x-rays. The patient reported they were in a motor vehicle accident in 2015. Their back pain returned and they required rf ablation to their back. The ablation was administered to the patient about 7 weeks prior to the report and the following week the right side was done. Immediately, that day, she began experiencing a vibrating, throbbing pain in the groin area, in their back, hips, and down the right leg. It was noted the patient was implanted on the right side. The patient informed the hcp and they said it was likely inflammation or a urinary tract infection (uti). The patient was given steroids and antibiotics but all of the tests came back negative and they were still having pain. The patient said they are up every 3 hours taking pain medicine. They also reported having a bruise on their pelvic area and doesn't know where it came from. Stimulation is turned off and they are still experiencing pain. Before the ablation the patient would walk 15-20 miles, per day, now they can only walk a total of 7 miles and have to ice their pelvic area after the walks. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.